Manufacturer narrative:
The tech investigation and found the bed functioned as designed; there were no problems found and no alarms present to indicate an issue.

Event description:
The account alleged the head of the bed moved on its own. No pt impact.